Event description:
Customer emailed saalt to explain that she had a physical reaction while using the cup. She expressed that she felt nausea, dizziness, weakness, and nearly fainted while trying to remove the cup. Saalt requested additional information about her insertion techniques, how long the cup had been inserted prior to the reaction, and provided a refund. Saalt also provided information about vasovagal syncope, explaining that the symptoms she felt were identical to that of vasovagal syncope. The customer responded saying that she was planning to seek medical attention to be evaluated for her symptoms. Saalt requested that the customer respond and send information she would be willing to share from the doctors visit. The customer never followed up after multiple attempts to check on their wellbeing and learn more about their doctors appointment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.